Manufacturer narrative:
This report is submitted on february 07, 2022.

Event description:
Per the clinic, the patient developed an infection and swelling at the sound processor site and subsequently was treated with oral antibiotics (specific date and duration not reported). The symptoms resolved, and the patient will resume use of the device.